Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the arc rod of the rod inserter has been broken. The break occurred where the arc rod attaches to the screw/bushing of the rod release cam. This type of damage appears to be from excessive force applied to the rod release cam when in use. The tension screw may have been to tight causing the damage when the rod release cam was locked into place. Unable to loosen/tighten the tension screw as it appears to be jammed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. T. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous transforaminal lumbar interbody fusion at l4-l5. Intra-op, after locking the rod on the implant holder, the rod at the end of the inserter (that pulls the rod to lock) broke. The breakage was under the lock key. No fragment of the broken instrument was found to be present inside the patient. No patient complications were reported due to this event.